Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 4 months ago. Aneurysm and vessel morphology was not reported. The aortic neck was reverse conical-shaped, 2 cm long, and ranged from 21 mm to 29 mm in diameter. It was reported that the talent bifurcated stent graft was implanted without issues; however, approx 1 month ago, an unidentified leak was found from the proximal aortic neck. The physician elected to balloon the stent graft with successful results. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Intervention required) - evaluation codes, results/conclusion: (endoleak), (reverse conical-shaped aortic neck).